Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle had a foreign object on the needle. The following information was provided by the initial reporter. The customer stated: the customer complained on (B)(6) 2023 that there was a foreign object on the needle of the 301746 straight needle, which resembled green plastic.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle had a foreign object on the needle. The following information was provided by the initial reporter. The customer stated: the customer complained on (B)(6), 2023 that there was a foreign object on the needle of the 301746 straight needle, which resembled green plastic.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for foreign matter with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd has initiated further root cause investigation relating to the issue of foreign matter through corrective and preventive actions.